Manufacturer narrative:
The customer reports that the telemetry technician noticed that the cns (central monitoring system) was frozen and then rebooted the unit. Once the device was rebooted the telemetry technician noticed 3 of the patients on the cns had their full disclosure information missing. No patient harm was reported while the cns was frozen or rebooting. Once the cns was back up it started monitoring data correctly again. On (B)(4)2016 the biomedical engineer was contacted for follow-up. The biomedical engineer verified that the hard drives are in good and working order per the (B)(4) storage. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports that the telemetry technician noticed that the cns (central monitoring system) was frozen and then rebooted the unit. Once the device was rebooted the telemetry technician noticed 3 of the patients on the cns had their full disclosure information missing. No patient harm was reported while the cns was frozen or rebooting. Once the cns was back up it started monitoring data correctly again. On (B)(4) 2016 the biomedical engineer was contacted for follow-up. The biomedical engineer verified that the hard drives are in good and working order per the (B)(4) storage.